Event description:
A customer reported that the system was locked out with blue screen. Procedure details and patient impact were not reported. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
The company representative (did not) confirm nor replicate the reported event. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. The DHR was completed and reviewed by quality assurance (qa) to ensure that the product was manufactured in compliance with the device master record. Based on qa assessment, the product met specifications. The system was found to have no problems. Therefore, the root cause of the reported event cannot be determined conclusively. Manufacturer will continue to monitor data for evidence of adverse trending. The manufacturer internal reference number is: (B)(4).